Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out-of-range shock impedance of 0 ohms. The patient was seen in clinic and and the low measurement could not be reproduced. It was noted that aside from the one measurement, all others were consistently within normal range. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.